Event description:
Customer reported the panorama central station has an error message, which may have resulted in loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Service rep replaced the system's hard drive, tested and calibrated the unit to factory specifications.